Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the result of investigation the most probable cause was due to fluid invasion that did damage to the plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned gastrointestinal videoscope to the service center for separate issue. During the device analysis, the service repair technician indicated that no image was found. There were no patient involvement.